Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the carriage components detached from the dcs, the capsule partially closed, and the end cap/screw gear snap fit connected. Visual analysis showed the tip-retrieval mechanism appeared intact and the carriage components were undamaged. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated from the dcs by the medtronic analysis technician with little to no resistance. The tabs were detached from the male deployment knob component. The inner member shaft and spindle hub appeared intact with no evidence of damage. A procedural video clip, showing the separated actuator, was received for medtronic to review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the patient went into cardiac arrest prior to delivering the valve which was treated with CPR and medication. Per additional information received this was unrelated to the dcs ¿ ¿patient has a pulmonary condition, anaesthesia did not notice that he was not breathing¿. It was then reported while the physicians attempted to reposition the valve, the dcs handle separated, and as a result of the handle separation, the valve had to be deployed too deep. It was also reported the physicians noticed the deep implant depth when the valve was at the point of no recapture. The dcs was withdrawn "using the endcap actuator to ensure that the capsule was fully closed". This referred to the tip retrieval mechanism at the proximal end of the handle. The suspect dcs was received with the actuator components attached and the carriage components detached from the dcs; however, this does not disprove the reported event, as the actuator components can be snapped back together. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient went into cardiac arrest prior to delivering the valve. Cardiopulmonary resuscitation (CPR) and medication were administered. While the physicians attempted to reposition the valve, the delivery catheter system (dcs) handle separated. The radiomarker was in the middle of the capsule when the separation occurred. As a result of the handle separation, the valve had to be deployed too deep, at a depth of approximately 8-9mm from the non-coronary cusp. It was reported that the physicians noticed the deep implant depth when the valve was at the point of no recapture. The dcs was removed "using the endcap actuator to ensure that the capsule was fully closed". No additional adverse patient effects were reported.